Event description:
Customer's mother reported that the customer was hospitalized. It was stated that the customer experienced high blood glucose. Reading was so high the doctor did not want to tell her, he just said it is very high. Customer had disconnected the insulin pump to take a shower and forgot to reconnect causing him to go high. Customer was still hospitalized and not wearing the insulin pump at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.